Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product location is unknown. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: an initial left tha was performed . A revision occurred due to pain. During that revision, competitor's products were placed along with a zimmer liner, and a zimmer shell was retained. A second revision occurred due to instability and stem subsidence. Within the joint, it was found the shell was vertical and had minimal anteversion. The shell and liner were revised and replaced with competitor product. Device history record (DHR) was reviewed and no discrepancies were found. It was identified that zimmer biomet devices were implanted with competitor devices. Zimmer biomet has not confirmed the compatibility for these combinations of devices. It is unknown if these off-label usages may have caused or contributed to the reported events. A definitive root cause cannot be identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Concomitant medical products: part # unknown / unknown competitors head/ lot # unknown. Part # 00630505036 /liner/ lot # 63774535. Part #unknown / unknown competitors stem/ lot # unknown.

Event description:
It was reported patient underwent an initial left hip revision surgery 10 years post implantation. Patient was revised again due to instability 4 years later. During the revision, failure of competitor¿s products was noted with subsidence of the stem and nonunion of the femur fracture. The acetabular component was found was found to be vertically positioned with minimal anteversion. Attempts have been made and additional information on the reported event is unavailable at this time.